Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the active current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Pump was cut open to perform visual inspection and found¿corroded battery tube. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked select button keypad overlay and minor scratched lcd window. Blank display not confirmed. High sleep current due to corroded battery tube. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.